Event description:
A pt/user of the fmc dialysis device called tech support due to drain complications encountered during drain 1. The pt mentions having a hernia.

Manufacturer narrative:
The actual device was not returned for evaluation and therefore the reported event could not be confirmed or replicated. An investigation of the device manufacturing records was conducted. A bath record review was conducting and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicated there were no increased intraperitoneal volumes reported. The fmc pharmacovigilance physician concludes the pt has a history of umbilical hernias, which have required repair, prior to initiating peritoneal dialysis. There were no report to indicate the device caused or contributed to the developement of the umbilical hernias. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.